Manufacturer narrative:
The device was returned to olympus for inspection. The investigation found the probe was cracked at 16.10 mm from the distal end of the probe. Additionally, the investigation found: the tissue pad in the grasping section was worn away and the coating of the grasping section (jaw) was partially peeled off. Based on the results of the investigation, the root cause of the reportable event couldn't be exclusively identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the thunderbeat 5 mm, 35 cm, front-actuated grip type s exhibited that the tissue pad in the grasping section was worn away, and the coating of the grasping section (jaw) was partially peeled off. There were no reports of patient involvement.